Event description:
A device was returned to a third-party service center. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam degradation. The device was scrapped.

Manufacturer narrative:
H3 other text : device serviced by third party service center.